Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the power switch light. There were also loose connections within the workstation that were tightened to specification to eliminate the monitor blanking issue. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system would have occasions where the monitor would go black, although image was restored without having to reboot. The power on switch light was also burned out.